Event description:
Customer stated that the transducer is broken on the tubing that is not connected to the patient side of transducer..

Manufacturer narrative:
Device evaluation.customer report was confirmed. Rec'd (1) double dpt - vamp adult kit, model pxvk1006, in open original package. Kit was not used. Pressure tubing of arterial line was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. (B)(4)